Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient's son that his mother has the aspira pleural catheter. When trying to use the drainage kit the bulb would not re-inflate and begin suction. Three different kits were used and all 3 allegedly had the same issue. The device's were discarded. No product information is available. There was no patient injury reported. This file addresses device one of three.